Event description:
It was reported by the customer stating that during a breast biopsy they were receiving green cable error codes intermittently. There was no patient consequence reported. The case was completed using the holster.

Manufacturer narrative:
Eval summary - the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the green translational cable. The part replaced that was no complaint related was the blue rotational cable. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.